Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of the manufacturing records for both devices indicated the device lots met all pre-release manufacturing specifications. Refer to smartsolve product history review for further information. Device evaluation - device damage was observed during evaluation consistent with the application of increased force, including damage to the transition and adjacent catheter. Forceful pulling of the deployment knob rather than use of a smooth and continuous deployment motion is a reasonably foreseeable misuse consistent with a deployment line break. However, insufficient procedural details were available to confirm or dismiss the use of excessive force during deployment. Therefore, neither the timing nor the root cause of the broken deployment line and deployment failure with partial expansion could be established with the available information. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended for use in an unknown anatomical location for an unknown etiology. On (B)(6) 2023, w.l. Gore & associates were made aware of a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) that was returned to the gore histology department. The device that was observed to have a broken deployment line and partial deployment (distal expansion), reported to have occurred within the patient during the initial procedure on (B)(6) 2023. The viabahn device was removed from the patient without issue, and the procedure was successfully completed with another 8mmx5cm viabahn device. There were no reported consequences or impact to the patient.